Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the photographs identified: - anxiety-product/procedure: unable to confirm as it is a medical event not related to the device. -malaise-ndr: unable to confirm as it is a medical event not related to the device. -lump/nodule: unable to confirm as it is a medical event not related to the device. -other-medical-ndr: unable to confirm as it is a medical event not related to the device. -capsular contracture: unable to confirm as it is a medical event not related to the device. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV.

Event description:
Patient reported left side hard nodules and recall. Patient also reported left side fatigue and vertigo, which is not device related. Healthcare professional reported capsular contracture, baker grade IV. Device has been explanted.